Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to complete a baseline test. The monitor's electrode belt receptacle was had an open black pulse wire. The root cause for the open pulse wire could not be positively identified. There was no adverse event that resulted from the damaged monitor.